Event description:
It was it was reported that the right ventricular (rv) lead noted a lead warning for a polarity switch and a sudden rise in threshold to high values. Reprogramming was performed with an adjustment to outputs. The lead remains in use in the unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-52 lead, implanted 2001-(B)(6). (B)(4)